Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('silver metallic spiral structure embedded in each tube'), pelvic pain ('physical pain/pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding') in a 36-year-old female patient who had essure (batch no. C91764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from 2012 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ depression") and anxiety ("mental anguish"), 4 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea cramping)") and metrorrhagia ("metorhagia bleeding b/w periods)"). The patient was treated with surgery (ablation and hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, depression and anxiety outcome was unknown and the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and metrorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, embedded device, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, dysmennorhea, menorrhagia (heavy menstrual bleeding), metorhagia she did not received treatment for psych injury. The coils were not found and they could not confirm them implanted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. The coils were not found and they could not confirmed them implanted. Concerning the injuries reported in this case, the following ones were reported via medical records: essure micro-insert embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-jul-2020: quality-safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('silver metallic spiral structure embedded in each tube'), pelvic pain ('physical pain/pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding') in a 36-year-old female patient who had essure (batch no. C91764) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error " essure insertion and ablation done simultaneously". The patient's medical history included multigravida, multiparous, dyspareunia and menorrhagia. Previously administered products included for an unreported indication: depo-provera from 2012 to (B)(6) 2014. Concomitant products included medroxyprogesterone acetate (depo-provera) and nsaids. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ depression") and anxiety ("mental anguish"), 4 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmennorhea cramping)"), abdominal pain ("abdominal pain") and metrorrhagia ("metorhagia bleeding b/w periods)"). The patient was treated with surgery (ablation and hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, depression and anxiety outcome was unknown and the pelvic pain, menorrhagia, dysmenorrhoea, abdominal pain and metrorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, embedded device, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, dysmennorhea, menorrhagia (heavy menstrual bleeding), metorhagia she did not received treatment for psych injury. The coils were not found and they could not confirm them implanted. Trailing coils: right tube: 2, left tube: 2. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: -essure device was successfully occluded. The coils were not found and they could not confirmed them implanted -limited distension of the endometrial cavity due to history of endometrial ablation. Bilateral essure devices appear to be in correct anatomic position, but dr cannot ascertain as to whet her the fallopian tube adequately blocked. Concerning the injuries reported in this case, the following ones were reported via medical records: embedded device. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: mr received. Reporter information, patient medical history, concomitant medications, rcc added. New event added- essure insertion and ablation done simultaneously. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of embedded device ('silver metallic spiral structure embedded in each tube'), pelvic pain ('physical pain/pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding'). In a 36-year-old female patient who had essure (batch no. C91764), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included, for an unreported indication: depo-provera from 2012 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ depression") and anxiety ("mental anguish"), 4 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmennorhea cramping)") and metrorrhagia ("metorhagia bleeding b/w periods)"). The patient was treated with surgery (ablation and hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, depression and anxiety outcome was unknown. And the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and metrorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, embedded device, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, dysmennorhea, menorrhagia (heavy menstrual bleeding), metorhagia. She did not received treatment for psych injury. The coils were not found. And they could not confirm them implanted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on (B)(6) 2015, essure device was successfully occluded. The coils were not found. And they could not confirmed them implanted. Concerning the injuries reported in this case, the following ones were reported via medical records: essure micro-insert embedded. Most recent follow-up information incorporated above includes: on (B)(6) 2020, plaintiff fact sheet received: essure lot number added. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('silver metallic spiral structure embedded in each tube'), pelvic pain ('physical pain/pelvic pain') and menorrhagia ('menorrhagia (heavy menstrual bleeding') in a 36-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's previously administered products included for an unreported indication: depo-provera from 2012 to (B)(6) 2014. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("psych injury/ depression") and anxiety ("mental anguish"), 4 months after insertion of essure. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea cramping)") and metrorrhagia ("metorhagia bleeding b/w periods)"). The patient was treated with surgery (ablation and hysterectomy (partial), salpingectomy (bilateral)). Essure was removed on (B)(6) 2015. At the time of the report, the embedded device, depression and anxiety outcome was unknown and the pelvic pain, menorrhagia, abdominal pain, dysmenorrhoea and metrorrhagia had resolved. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, embedded device, menorrhagia, metrorrhagia and pelvic pain to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, dysmenorrhea, menorrhagia (heavy menstrual bleeding), metorhagia she did not received treatment for psych injury. The coils were not found and they could not confirm them implanted. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. The coils were not found and they could not confirmed them implanted. Concerning the injuries reported in this case, the following ones were reported via medical records: essure micro-insert embedded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-sep-2019: pfs and mr received: new events (mental anguish and essure micro-insert embedded) updated, new reporters, patient details (ethnicity and height), event psychological trauma was updated to depression and historical drug were updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), psychological trauma ("psych injury"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding") and metrorrhagia ("menorrhagia bleeding b/w periods)"). The patient was treated with surgery (hyst. (Full), salping. Bilateral). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, dysmenorrhoea, menorrhagia and metrorrhagia had resolved and the psychological trauma outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, menorrhagia, metrorrhagia, pelvic pain and psychological trauma to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, dysmenorrhea, menorrhagia (heavy menstrual bleeding), menorrhagia she did not received treatment for psych injury. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: events abdominal, dysmenorrhea, menorrhagia (heavy menstrual bleeding), metrorrhagia (as written) (bleeding b/w periods), psych injury added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.